Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). After pre-dilating the lesion with a non-bsc balloon, a taxus liberte 2.5x24mm stent was implanted in the rca. Next, a 2.5x16mm taxus liberte stent delivery system (sds) was advanced, but got stuck on calcium located at the proximal side of the 2.5x24 taxus liberte. The 2.5x16mm taxus liberte sds was removed and a stent strut was lifted. The procedure was completed with a different device with no complications reported. The pt's current condition is listed as "no problem".